Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported units with low battery alerts; one device displayed low battery <30 min, low battery <5 min and then spontaneously powered down while plugged into power outlet; upon assessment, device noted to have been plugged in overnight in soiled utility room, however displayed battery runtime of 1 hour upon unplugging.

Event description:
It was reported from the family medicine department that they encountered [2] point of care units (pcus) with low battery alerts; one device displayed low battery <30 min, low battery <5 minutes and then spontaneously powered down while plugged into power outlet;. Upon assessment, the device was noted to have been plugged in overnight in soiled utility room, however displayed battery runtime of 1 hour upon unplugging serial number (B)(6). The second device displayed replace battery alert serial number (B)(6). There was no patient harm reported.

Manufacturer narrative:
The reported issue of pcus having low battery alerts and then spontaneously powered down while plugged into power outlet could not be confirmed; no product or device logs were returned for investigation. The root cause for the reported issue of pcus having low battery alerts and then spontaneously powered down while plugged into power outlet was not determined because no product was returned. A review of the device history record showed the device had a manufacture date of 10/16/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No further investigation of this event is possible at this time.

Event description:
It was reported from the family medicine department that they encountered [2] point of care units (pcus) with low battery alerts; one device displayed low battery <30 min, low battery <5 minutes and then spontaneously powered down while plugged into power outlet. Upon assessment, the device was noted to have been plugged in overnight in soiled utility room, however displayed battery runtime of 1 hour upon unplugging serial number (B)(6). The second device displayed replace battery alert serial number (B)(6). There was no patient harm reported.